Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event, but customer acknowledged that they were charging the pump with non-tandem provided charging supplies. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.